Event description:
Healthcare professional reported deflation against right device. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation visual analysis of the returned device identified: opening, wear abrasion, crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease sharp opening on posterior. Stress mark. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a crease sharp opening on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported deflation against right device. The device was explanted.